Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation with a void seal broken. Device analysis revealed that the console could not be tested - there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. The device was set up; however, it was noted that when the turbine was spinning, the speedometer display was not indicated. Moreover, the device stalled whenever the foot pedal was pressed. There was no patient involved during the event.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. The device was set up; however, it was noted that when the turbine was spinning, the speedometer display was not indicated. Moreover, the device stalled whenever the foot pedal was pressed. There was no patient involved during the event.